Event description:
Customer reports blackened contracts on the inform system. The edges of the plastic connection that contain the contacts also appear to be partially melted. No adverse event reported. Requested return of suspect device and replacement was sent.